Event description:
Information received from the field notes that the lead perforated the ventricular wall.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received